Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in a severely tortuous shunt in the upper arm. A 4.0mmx20mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the procedure, the sterling¿ balloon catheter and the non-bsc guide wire became stuck and the guide wire was unable to be manipulated. The sterling¿ balloon catheter and the guide wire were removed together, and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.